Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced multiple erbe errors. The customer contacted the technical support engineer (tse) for assistance and tse reviewed and confirmed multiple errors for the erbe. Tse asked if any magnetic interference was possible with a CT scanner, or another generator and customer confirmed no interference. Customer stated bi-polar energy worked as expected but mono-polar coag did not at all. Customer attempted a different instrument two times, changed the instrument energy cord and even power cycled the erbe generator, but the issue remained. Site brought in a third-party generator to complete the procedure robotically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. Isi has received the device. Failure analysis confirmed and reproduced error c-34 on start-up. The iesu was placed on an in-house system and was run in normal mode.